Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl+ defibrillator was unable to perform daily checks and showed a therapy failure error in the logs. There was no patient involvement.